Manufacturer narrative:
Multiple attempts were made to obtain the product and additional information from the customer. Masimo was informed the sensor used for this event was discarded. The sensor lot information was not available. Retains of the same reported sensor type, lnop neo-l adhesive, were tested and found to be functioning as designed. The customer confirmed the nursing staff was reapplying the sensor after checking the application site per hospital protocol, however, they were not replacing the adhesive wrap as needed. Supplemental education was provided to all hospital staff regarding replacement of the adhesive wrap.

Event description:
The following was reported by the customer: the sensor doesn't stick very well and the reading, when applied, are 30-45 percent. The sensor is being used with a panda ge.